Event description:
It was reported that the customer experienced low blood glucose levels, which required medical intervention by emergency medical services. The blood glucose reading was 39 mg/dl. The customer stated that she passed out on her couch shortly after returning home from work, after which her son called for help. She believed that there may have been some issue with the insulin pump, since this was an abnormal occurrence for her. She was treated with glucagon by emergency medical services and transported to the emergency room. Upon arrival, she was also treated with glucagon and a sandwich before being released. She declined troubleshooting for the low blood glucose, advising that she would call back later. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.